Manufacturer narrative:
The customer has indicated that the complaint device will be returned for evaluation. Once the device is received and the evaluation is complete, a supplemental medwatch 3500a emdr will be submitted. Lot number was not provided, thus the manufacture date is unknown. Complaint information provided by distributor, (B)(4). Foreign as the reported event occurred in (B)(6).

Event description:
It was reported that the cssd staff noticed the internal plastic coating had warped on the handle end of the instrument and the instrument can not be cleaned appropriately as they cant clean between the plastic and the metal where it has warped. No patient involvement.

Manufacturer narrative:
The complaint sample was received at integer for evaluation and the reported event is confirmed. The proximal plastic liner inside the indexing handle/tube was damaged. It had deformed in a manner that created a gap between the plastic liner and the metal tube. This gap could be difficult to clean when trying to clean with intended methods. This deformation would not happen during normal use. The teflon would have to be overheated or mechanically deformed for this failure mode to occur. There were some scratches inside the metal tube near the proximal locking ring. Production record review did not reveal any discrepancies. The observed deformities are attributed to unintended use. No further investigation is required. Manufacturer name, city and state, MFR site, report source: updated e-mail address of contact. Lot#, device manufacture date: updated based upon receipt of the device, observation of lot number. Concomitant medical products, device evaluated by MFR: updated based upon receipt of the device. Methods, results and conclusion updated based upon investigation.